Manufacturer narrative:
Concomitant medical products: 5071 lead, implanted: (B)(6) 2017, 4968 lead, implanted: (B)(6) 2017, c4tr01 crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead was unable to capture, even at the highest output. The lead had been inactivated about three months earlier, and was capped during the device change-out procedure. No patient complications have been reported as a result of this event.